Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads dislodged for an unknown reason. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.